Manufacturer narrative:
(B)(4). Eval: results: (the damage to the returned stent is consistent with incorrect technique on removing protective sheath based on recreation studies). Conclusion: (the damage to the returned stent is consistent with incorrect technique on removing protective sheath based on recreation studies). Eval summary : medtronic has received the device and its analysis has been completed. The stent was returned on the stylette along with the sheath. The first three segments on each end were intact. The remaining segments were severely stretched and deformed.

Event description:
An attempt was made to deploy a 2.5mm diameter x 30mm length endeavor rx drug-eluting coronary stent in to a pt. However, it was reported that the stent was stretched when removing the protective sheath, and slipped off the balloon during preparation. Although the device was inspected prior to use, the physician did not notice the event until the balloon was inflated at the target lesion. Info received from the field confirmed that the protective sheath was not gasped by the distal tapered end during removal from the device. The pt is reported to be fine and no other clinical sequelae were reported.